Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The act button was not responsive. Customer's blood glucose level was 410 mg/dl. The customer treated their blood glucose level with a syringe. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device was received with unresponsive buttons due to unlocked lcd connector. Unable to perform testing due to unresponsive buttons. The device was also received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.